Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose was 569 mg/dl. The customer was treated with lantis insulin. Customer stated that the cannula of the infusion set was bent. Customer was assisted with troubleshooting for the cannula bent. Customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.